Event description:
The manos carpal tunnel release blade was used in a carpal tunnel release procedure. When the physician deployed the release blade, the handle of the device separated. The instrument was discarded and a second manos device was used to complete the procedure. The pt subsequently reported a paresthesia of the surface of the operated hand. A f/u exploratory surgery revealed the median nerve had been abraded. The physician placed a sleeve around the nerve to aid in healing.

Manufacturer narrative:
There have been no trends identified related to this type of event. Although a quality insp step specifically assesses the integrity of the handle, as a preventive measure, the handle halves are now secured with adhesive.